Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia for several hours despite making meal announcements, followed by hypoglycemia with a bg nadir of 58 mg/dl, and requested assistance to pause insulin delivery; the ilet alerted for both high and low glucose and subsequently delivered insulin corrections before the low occurred. Symptoms included no reported clinical manifestations during the high or low glucose episodes. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included a review of device alerts, user-reported bg trends, and coaching on pausing and resuming insulin delivery, along with provision of additional training materials and scheduling of further training. Investigation of this case revealed no confirmed device malfunction or component failure, with user education provided on insulin delivery controls and treatment of hypoglycemia using glucose tablets and food. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.